Manufacturer narrative:
The pushwire was returned for evaluation without the catheter and the pipeline. The pushwire was found broken into two segments at approximately 5cm from the tip coil. Cross sectional analysis of the break surfaces indicated that the failure mode was consistent with torsional overload. All devices are 100% inspected for damages and irregularities during manufacture. Pushwire separation.

Event description:
Treatment of an aneurysm in the ica (internal carotid artery). The patient¿s anatomy was severely diseased and tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline (3.50mm x 14mm) pushwire broke at the proximal bumper after the pushwire was rotated approximately four times clockwise. The pipeline implanted, but a second pipeline was needed. The broken pushwire segment was removed from the patient. The second pipeline (3.75mm x 12mm) was advanced to the lesion, but the pushwire broke at the proximal marker and access was lost. All broken pushwire segments were removed from the patient, but the pipelines were implanted. The patient implanted a penumbra coil into the aneurysm to protect it. The second broken pushwire segment was not removed from the patient as the treating physician believes it would do more harm to the patient. The patient was reported to be doing fine at the end of the case. Same event as MDR# 2029214-2014-00682.